Event description:
There was a "crack in the tesio catheter at above the cuff where the arrow lines are found. The catheter was not removed but the cracked area was cut off and adjusted to allow dialysis to continue.